Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the fixed leg was bent. A functional evaluation revealed the fixed leg could not be properly attached to the rail. The complaint was confirmed. The root cause is associated with a stress problem. Factors that could have contributed to the reported event include an impact event or an application of excess torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A clinical evaluation concluded no further assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the shoulder exposure positioner was bent during shoulder arthroscopy. The t-max beach chair was positioned on the operating room table incorrectly and the problem caused a 4 h delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.